Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that after re-orienting the battery and playing lay back as zero, there were no more issues. The issue has been resolved. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient used adaptive stimulation and felt stimulation when lying back but wanted the voltage intensity to be zero for that position. The patient tried programming the intensity to zero with their programmer, but the intensity resumed to the previous programmed level. The next time they were lying back; the patient was changing stimulation intensity prior to lying back and waited 3-5 minutes to address stability time and for programming to be memorized. The patient leaned forward to paint regularly and wanted their adaptive stimulation lying front position to address that position. The patient also wanted the lying left programmed position to associate with the patient's actual lying back position. The representative reoriented the patient prior to the call, but the situation was unchanged. The representative was advised to adjust the intensity to zero for one of the patient's programs at a time for their lying back position to determine if one or both programs were responsible for the unwanted stimulation while lying back. No further complications reported.